Event description:
Venacava filter did not deploy upon release into the venacava. The non-deployed filter then migrated to the right side of the heart where it was snared and brought into a femoral sheath. The device then had to be removed surgically as it could not be removed percutaneously.